Manufacturer narrative:
(B)(4) the pipeline flex delivery system was returned for evaluation. As received, the pipeline flex was not attached to the pushwire and the device was fully opened with damaged braid at both ends. Based on evaluation of the returned device, the report of pipeline flex failure to open in the middle section could not be confirmed; the received device was found fully opened. It is possible that the cause of the hourglass shape could be due to the patient¿s anatomy and the physician¿s technique. In addition, the cause for damage at both ends of the pipeline flex braid could not be conclusively determined, though it may be the result of the physician resheathing the device more than the recommended two times. Per pipeline flex instructions for use (IFU): ¿resheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid.¿ all products are 100% inspected for damage and irregularities during manufacture.

Event description:
Medtronic received report that a pipeline flex did not open during a flow diversion procedure. The patient was being treated for an unruptured, saccular aneurysm in the left ophthalmic internal carotid artery (ica). Aneurysm measured 6mm max diameter and 3mm neck width. Landing zone artery size was 3.4mm distal and 4.6mm proximal. The patient's anatomy was normal, though the posterior genu was slightly higher than the anterior genu. A continuous heparinized saline flush was used, as per IFU. The pipeline flex was advanced through the microcatheter without friction. At deployment of the pipeline flex around the anterior and posterior genu of the ica, the device was flattened through the middle section. The physician resheathed and repositioned the pipeline flex at least two times without any effect. No other techniques were attempted to open the device. The pipeline flex was removed through the microcatheter. Outside of the patient, it was observed that the pipeline flex was in an hourglass shape; the distal and proximal ends were open, but the middle part was constrained. The procedure was completed using a new pipeline flex. Post-procedure angiographic result showed slow flow. There was no report of patient injury as a result of this event.